Event description:
It was reported that pump displayed cgm error 42 when customer tried to use sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, cgm error did not reappear, and customer successfully started sensor session; no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:cgm model: g7.mobile os: unknown / unknown / unknown / unknown.